Event description:
The product was used during a lar procedure. Reportedly, the instrument was difficult to remove from the cavity and tissue was torn upon removal. The surgeon manually sutured the torn site to complete the procedure. The hosp has reported no pt injury occurred.